Event description:
It was reported that the tip of the patient cable was in a bent state in the inside of the connection part. There was concern that the sterilization method might be contributing to cable damage. The cable was then replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the connector was broken on the patient cable. (B)(4).